Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed resulting in the patient losing effective therapy. As a result, the lead was explanted, and a new lead was implanted. There were no complications during the procedure and effective therapy was restored. Patient was stable.